Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device logs shows no evidence of the customer's report. It is unknown if the log was overwritten before being sent in. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault-2001 " message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.